Event description:
Additional information received reported the patient symptoms were updated to the incision site with seroma and poor wound healing. It was noted that interventions was updated to include other surgical treatment of wound exploration and evacuation of the seroma on (B)(6) 2013. It was noted the patient had an examination and palpation with the results of poor healing of the wound on (B)(6) 2013. It was further noted the seroma was drained on 2013-09-26. It was further noted that an examination and palpation on (B)(6) 2013 found the wound was not healed and a seroma was noted. It was noted that an examination and palpation on (B)(6) 2013 found the wound was improving. It was further noted that an examination and palpation on (B)(6) 2013 found the wound was improving, but the incision was not totally closed. It was noted that an examination and palpation on (B)(6) 2013 found great improvement, but the healthcare professional would recheck the incision in two months.

Event description:
Additional information received reported the patient resolved without sequelae on the date of this report.

Event description:
It was reported that there was a superficial wound infection. It was noted that this was an ongoing event. It was noted that medication was administered as an intervention. It was noted that the infection was diagnosed by examination and palpitation of the pocket at the stimulator. It was noted that there was lab work which resulted in coagulase- negative staphylococci exudate from the wound. It was noted that on (B)(6) 2013 there was no erythema or exudate and the patient still had a small amount of clear serosanguineous fluid from pinhole. It was noted that the event was not related to the device and was related to the implant procedure. It was noted that the location was at the implantable neurostimulator (ins).

Event description:
Additional information received reported that there was ¿wound improvement¿ on 2013 (B)(6). It was noted that medication was continued on 2013 (B)(6).

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).